Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Wound ostomy care nurse reports, past 6 weeks end user has developed macular rash under the wafer and tape border. Unknown how many wafers used in that time. Woc nurse has been treating peristomal skin with miconazole powder (over the counter) and protective barrier. Some improvement noted. (B)(6) 2014 saw dermatologist; instructed stop current wafer. Rash related to contact dermatitis. A different brand wafer was applied and noted same skin issues. Sending modified stomahesive for trial. Also discussed patch testing.